Manufacturer narrative:
(B)(4). Date sent: 2/11/2021. D4: batch # u94m24. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. In addition, one unformed clip, one scissored clip, and one conforming clip was returned inside a plastic jar. Visual analysis of the returned sample revealed that the mcl20 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining two clips as intended. During testing, the device performed without any difficulties noted. Although a returned staple was found to be malformed, no conclusion could be reached as to the cause of the staple malformation, and no product defect was identified, although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clips didn't properly close. They crossed. They took another same/like device to complete the procedure. There was no patient consequence mentioned.